Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (520 mg/dl) and ketones. The cause for the elevated bg levels is unknown. Customer delivered a manual injection to address elevated bg levels. Customer reported they have back up manual injections for continued insulin therapy. Recommendation was made to discuss diabetes management with customer's health care professional.